Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5157838.

Event description:
It was reported that the patient was experiencing shocking sensation when stimulation was on. The patient was also not getting an adequate stimulation coverage and had loss of relief since both of the leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned.